Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose and was not able to correct with bolus delivery. Customer reported that blood glucose was 410 mg/dl and bolus delivery was not bringing blood glucose down. It was reported that customer sometimes waited too long or forgot to treat high blood glucose. Customer reported to have a bladder infection and was taking antibiotics. Customer treated blood glucose with insulin pen, but blood glucose did not go down much. During troubleshooting, customer declined checking for leaks or air bubble; site or insulin issues. Time and date were correct. Alarm history showed a low reservoir alarm, low battery alarm and no delivery alarm. Customer was not able to complete troubleshooting and was advised to call back to finish troubleshooting.